Event description:
Customer reportedly obtained results of 20mg/dl and 100mg/dl on the compact plus system within 10 minutes. Customer was given juice with sugar and toast. Requested return of suspect device, however, strips are unavailable for return.